Event description:
There were no reports of patient harm. No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: b5, d8, e1, h2, h3, h6 and h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 (health effect - impact code) the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel blinking. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the blinking front panel was traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the xenon light source indicator light was dark. There were no reports of patient involvement.